Event description:
The synergraft aortic valve was implanted on (B)(6)2003 and was explanted on (B)(6)2009, due to aortic stenosis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.